Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the "iabp shut down during transport". Additional information received stated that the issue was resolved by switching patient to a different pump. Patient condition unknown at time of report. No patient injury, harm, or consequence reported.

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. Visual inspection of the battery was performed and no abnormality was noted. The battery was installed into a known good ac2 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.5 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed for "available battery power less than 20 minutes" approximately 6 minutes after pumping was initiated and then immediately shut off without the following warning alarms "available battery power less than 5, 10 minutes". Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat 2 iabp must be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state". A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "iabp shut down during transport" is confirmed. The pump shut off after approximately 6 minutes when operating on battery power after a full charge during the complaint investigation. The battery failed the battery load test. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery run time. A definitive root cause could not be determined but a potential cause of the short battery life is a result of battery maintenance. No further action required at this time. This will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "iabp shut down during transport". Additional information received stated that the issue was resolved by switching patient to a different pump. Patient condition unknown at time of report. No patient injury, harm, or consequence reported.